Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-25. Investigation summary: two photos and two samples were received by our quality team for evaluation. From the photos and the samples, the barrel tip was observed to be damaged. The machine history record indicated leak test tooling dial dented at syringe assembly during production of this batch. The dented leak test tooling will cause the barrel tip unable to sit properly onto lower tooling and hit against the dented edge resulting in a damaged barrel tip. During production, the technician saw a damaged barrel tip and found the stripper plate screw loose which caused the stripper plate position to be lower and hit against the leak test tooling. This resulted in the leak test lower tooling to be dented. The technician replaced the dented lower tooling and performed sampling verification where no defect was found and resumed production. The defective parts could have been escapees which was failed to be removed by the production technician during line clearance resulting it to flow to subsequent process, as a result of poor backtrack process.

Event description:
It was reported that 300 syringe 5ml ls experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: malformed syringe. On trying to drawup fluid with the syringe it was noted that the apture was not perfectly cut and had pieces missing . All stock was removed with the batch #0135796.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 300 syringe 5ml ls experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: malformed syringe. On trying to drawup fluid with the syringe it was noted that the apture was not perfectly cut and had pieces missing. All stock was removed with the batch #0135796.